Event description:
It was reported that, during a knee arthroscopy, the fast-fix second anchor did not deploy. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
G3: health professional added. H3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed the delivery needle is bent. T1 and t2 are in their customary pre-deployment positions on the delivery needle. The tail end of the suture is exiting the proximal end of the depth limiter. The suture was freed from the depth limiter and the device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The device was not returned in the reported condition of the reported complaint of t2 non-deployment. The condition of the device does however indicate that the depth limiter was removed from the device and placed back on the device causing the suture to become fixed in place between the depth gage lock hub and depth limiter straw not allowing any deployment. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. In addition the instructions for use does not instruct the end-user to remove the depth limiter for use. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.